Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under both breasts. The area was described as red, itchy and burning .there was no alleged device malfunction contributing to the irritation. Patient was prescription cream called "clotrimazole" by a physician. Patient reported that the skin is better.